Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it was difficult to push the handle to release the snare loop, there was a bend in the transparent outer sheath, and when the handle was pushed to release the snare loop the channel was narrow due to the bending making it difficult to pass through. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical snare lifted up heavily and could not trap polyps. The event occurred during a therapeutic endoscopic mucosal resection (emr) procedure. The procedure was delayed by 30 minutes, however, the procedure was completed using the same device. There were no reports of patient harm.